Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that patient experienced two infusion sets fell off during use due to physical activity event on 01-jan-2022. The infusion set was in use for less than two days. The patient was subsequently admitted to the hospital due to high blood glucose level. The patient's blood glucose level was high and was treated with correction bolus via pump. The patient tested positive for ketones. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.